Manufacturer narrative:
(B)(4). D10 medical devices: unknown oss femoral catalog#: ni lot#: ni; unknown oss femoral bushings catalog#: ni lot#: ni; unknown oss axle catalog#: ni lot#: ni; unknown oss femoral catalog#: ni lot#: ni; unknown oss femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision due to fracture of the yoke. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h5, h6, h8, and h11. Visual examination of the returned product identified the yoke is fractured. Where measured, it was conforming to specifications. The yoke was submitted for further analysis. Analysis determined fracture surface artifacts of possible ratchet marks and beach marks suggest the fatigue mode of failure. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured implant. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a3, a4, b4, b5, b7, d4, d6, d9, g3, g6, h2, h4, and h11.

Event description:
It was reported that patient underwent a left knee revision approximately three years post-implantation due to fracture of the yoke prosthesis. No additional patient consequences were reported.